Event description:
A malfunction alarm was reported during the load process of the pump, with no previous incidents involving similar alarms. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer with loading a new cartridge, but the cartridge alarm occurred again. The pump was not replaced because it was out of warranty, however the customer was provided a loaner pump until a permanent replacement was obtained.